Manufacturer narrative:
Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No problem was found with the patient interface. The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. So the root cause is movement of patient's eye during flap creation (like the customer stated in the description). This eye movement during flap creation leads to suction lost during treatment and an incomplete flap. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a patient interface with possible light suction. It was noted the patient moved their eye during flap creation. The flap was completed but was not centered. The flap was not lifted and treatment was changed to photorefractive keratectomy. Additional information requested.